Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2014.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD)system was explanted and a temporary pacing lead implanted until new permanent system could be placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.